Event description:
The customer reported that vasoseal was used following a diagnostic catheterization procedure. Manual pressure was held for 15 min. To achieve hemostasis. 10 min. Later, right leg was cold with loss of sensation. Pt was started on heparin drip and foot warmed. Doppler revealed an occlusion at popliteal. A pseudoaneurysm was noted and occluded with a balloon. On ambulation a large hematoma developed. Could not gain hemostasis. Pt's blood pressure dropped and had a mini stroke. Required a transfusion and bleeding stopped with balloon. Pt went to or for removal of thrombus and repair of vessel. Collagen was found to be in the artery.